Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event quincke edema (pt: angioedema), was deemed to meet the serious criteria of hospitalization. The device history record of radiesse injectable implant, lot number a00044820, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted, no nonconformances were noted that would have contributed to this event.

Event description:
This spontaneous report was received from a russian physician and concerns a 59-year-old female patient. She was injected with a total of 3 ml of radiesse, on (B)(6) 2022. Batch number was reported as a00044820. The batch record review was received and the lot number for radiesse was confirmed as a00044820 (expiry date: 12/2023). A lot search in the global safety database was conducted. Radiesse was diluted with 0.5 ml of lidocaine (product preparation issue, off label use of device), and injected using the vector lifting technique. On (B)(6) 2022, 2 hours after the treatment with radiesse, the patient experienced quincke edema on the face. In the clinic, the patient was provided with first aid. An ambulance was called, and at the time of the report the patient was in the hospital. The outcome of the event was unknown.

Event description:
Follow up information was received on 12-oct-2022: the patient was injected subdermally, with radiesse, into the nasolabial folds and central point of the zygomatic arch, mcgregor point, due to a tired look and a gravitation ptosis degree 2 to 3 (on the company scale). A total of 3 ml of radiesse was diluted with 0.5 ml of 2% lidocaine, and injected with a 22/5 cannula. The patient was previously injected with juvederm (reported as juviderm), into the nasolabial folds, 2 years prior to this report, in 2020. The patient had no medical history or allergies. An hour and a half after the procedure, while the patient was at home, the growing symmetrical swelling of the face happened. It was more in the lips and cheeks. As a corrective treatment, the ambulance team administrated adrenaline. At the hospital, the appropriate treatment of angioedema was carried out. During the first 2 days, the angioedema increased. On the 3rd day under treatment, there was a positive trend until full recovery. The outcome of the event was reported as resolved, in (B)(6) 2022 (changed from unknown to resolved).